Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing the 8mm cadiere forceps instrument was observed to have loose and frayed wires. There were no reports of patient involvement or patient injury.